Event description:
It was reported that non-sustained rv oversensing due post-pace t-wave oversensing was observed. Programming changes were recommended.

Manufacturer narrative:
(B)(4). Product not returned.